Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4. Catalog is ¿unk_smart touch unidirectional sf ¿. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a smart touch unidirectional sf and the patient experienced a pericardial effusion that required open heart surgery, drain placement and prolonged hospitalization. They initially mapped the left atrium and terminated tachycardia. As they finished the ablation, the physician noticed the blood pressure was very low. They did a transesophageal echocardiogram (toe/tee) and noticed an effusion but was unable to locate. They had put in a drain but they were unable to stop the bleeding. As a result, they had to open the chest to locate the effusion. The patient fully recovered, however, required extended hospitalization. The physician's opinion on the cause of the adverse event is that it was procedure related. The adverse event was caused during ablation/transeptal. There were 3 catheter exchanges and 2 transseptal punctures.